Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the pump battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/18/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/03/2014 with the following findings:during a visual inspection of the pump, the battery compartment was confirmed to be cracked. A battery cap was not returned with the pump; a test cap was used to complete all testing. Unrelated to the complaint, all of the pump keypad buttons were intermittently unresponsive. No damage was observed to the pump keypad cover. The keypad cover was removed and contamination was found under all button contacts.